Manufacturer narrative:
The lead will not be returned to bsn.

Event description:
A report was received that following a trial procedure, the patient experienced a severe headache. The physician suspected the patient had a dural injury. The physician removed the lead and treated the injury with a blood patch which resolved the issue.